Event description:
It was reported that 8 days post 7-10x40 mm rx acculink stent implantation in the right internal carotid artery, the patient experienced left facial and arm numbness. No treatment was provided. On (B)(6) 2011, the event resolved; however, on (B)(6) 2011, the patient was rehospitalized with weakness, dyspnea on exertion and abnormal renal function. No treatment was provided. On (B)(6) 2011, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological event is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.